Event description:
It was reported that a balloon rupture occurred. A 10mm x 2.75mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon did not inflate. There was no resistance or any problem in removing the device. When the device was outside patient's body, it was further noted that the balloon had ruptured. The procedure was completed with a different device. No patient complications were reported and the patient was good post procedure.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual and microscopic examination of the balloon material identified no issues which could potentially have contributed to this complaint. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied but the balloon could not be inflated due to a shaft leak. The markerbands and tip section of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied, and liquid was observed to be exiting from a shaft leak located approximately 36mm proximal to the proximal balloon bond. A microscopic examination found the shaft to have a cut/abrasion on it. This type of damage is consistent with the device coming in to contact with a sharp object. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mm x 2.75mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon did not inflate. There was no resistance or any problem in removing the device. When the device was outside patient's body, it was further noted that the balloon had ruptured. The procedure was completed with a different device. No patient complications were reported and the patient was good post procedure.